Manufacturer narrative:
Customer contact reports there is no patient information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. It was recommended to replace the flow sensors.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. The patient was manually ventilated and case resumed. There was no report of patient injury.